Manufacturer narrative:
Plant investigation: the reported symptom code (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The as-received simulated treatment was performed and completed. The system air leak test passed. The valve actuation test passed. The teach pumps test passed. The accelerated stress test passed. The internal inspection revealed the heater tray cable being semi connected to the heater tray. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Glucose test failed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported to technical support that the peritoneal dialysis patient encountered a fluid leak at the end of treatment. Fluid was observed by the patient when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. Patient was reportedly cultured and the culture results were reported to be negative. Additional information was solicited.